Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that he needed "to order capacitor for troubleshooting" for this defibrillator. The failure of the device was not described. There was no reported patient involvement.

Event description:
It was reported to philips that the device gave a therapy disabled error message.. There was no reported patient involvement.